Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that medtronic legal received information on april 23, 2024 alleging that the use of one or more medtronic insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries and hospitalization. The event involved product(s) mmt-751lnal, mmt-332a, mmt-397a, mmt-751nas. Troubleshooting was not performed. The blood glucose value at the time of the incident was 108 mg/dl. Customer had symptoms of loss of consciousness. The use of the pump within 48 hours of the reported event and the status of the auto-mode feature was unknown. Customer mentioned there was a pump had damaged. No further patient complications were reported. No product return is required for mmt-751lnal. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-751nas.